Event description:
A pt listed as dead on arrival was put on the thumper to provide CPR support. It was reported that after 20 seconds of use the thumper compressions stopped. The pt was removed from the device and manual CPR continued. The pt was not revived.